Manufacturer narrative:
On 30-nov-2023, mentor received additional information about the event. The patient is scheduled to undergo bilateral explantation on (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture, left breast prosthesis rupture, breast implant illness. D6b explantation month, day, and year: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-sep-2023, mentor received additional information about the event. It was reported that the patient is suffering from breast implant illness symptoms. Specific symptoms were not reported. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-feb-2024, mentor received additional information about the event. The patient¿s explanted breast prostheses were replaced with mentor memorygel breast implant 600cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 800cc gel breast prostheses developed an issue with her left pocket post implantation. The device did not sit in the pocket correctly. As a result, the patient underwent a surgical intervention in 2014 to revise the pocket. Following the surgical intervention, the patient had an MRI performed and it diagnosed bilateral capsular contracture (baker grade iii in left breast, baker grade ii in right breast). Additionally, it was reported that the left breast prosthesis was ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2023-07934 for the report for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).